Manufacturer narrative:
Calibration and controls were reported to be within specifications. The field service engineer determined there was an issue with the pinch valve tubing. Several service actions were performed. Available data does not indicate any leakages or blockages in the flow path. After performance of service actions, the analyzer is working within specifications. The investigation determined the service actions resolved the issue and the cause of the issue was related to failure of the pinch valve tubing.

Manufacturer narrative:
The vitamin b12 reagent lot number was 85339401, with an expiration date of 30-nov-2026. The folate and ferritin reagent lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for approximately 42 patient samples tested on the cobas e 801 module. Results for the elecsys vitamin b12 assay, elecsys folate assay, and elecsys ferritin assay were affected. Examples are provided for three patient samples with discrepant results. The first sample initially resulted in a vitamin b12 value of 1447 pg/ml and it repeated as 346 pg/ml. The second sample initially resulted in a folate value of > 20 ng/ml and it repeated as 4.18 ng/ml. The third sample initially resulted in a ferritin value of 44 ng/ml and it repeated as 437 ng/ml.

Manufacturer narrative:
Further investigations confirmed that the issue is related to the failed pinch valve tubing and that the service actions performed resolved the issue.

Manufacturer narrative:
The customer stated that the issue returned and provided data for a fourth patient sample. The sample initially resulted in the following values on (B)(6) 2025: ferritin = 222 ng/ml folate = 12.0 ng/ml the sample was repeated on (B)(6) 2025, resulting in the following values: ferritin = 78.1 ng/ml folate = > 20 ng/ml.